Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient experienced an event of high blood glucose due to infusion set leakage at the site on (B)(6) 2026 the high blood glucose was treated with correction bolus via pump.